Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low speed advisories on the grounded patient cable, so the patient was switched to an ungrounded cable. Log file analysis showed the pump was failing to maintain the set speed on (B)(6) 2020 at 13:35 causing low speed advisory alarms. These events occurred while patient was connected to the power module using a grounded cable. Possible reasons for this are the pump¿s rotor ability to spin was prohibited by some material other than blood or there is a potential short to shield. The submitted images of the driveline did not show any areas of concern.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events that occurred while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 23:23:11 through (B)(6) 2020 at 14:02:35. The pump speed remained above the low speed limit from the beginning of the file until (B)(6) 2020 at 13:35:22. At this time, the pump speed was captured at 4360 rpm (4240 rpm below the low speed limit). Additional low speed events were captured at 13:35:23 and 13:35:27, with pump speed reaching a minimum of 2540 rpm. The low speed hazard and low flow hazard alarms were active during these events. All low speed events appeared to occur while the patient was supported by the power module. The center reported that the patient was having low speed advisories on the grounded patient cable. The patient was switched to an ungrounded patient cable. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard and low speed hazard alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 1 of the IFU also provides an explanation of each of the pump parameters. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Incidental findings: as an additional observation, one brief low flow hazard alarm was captured on (B)(6) 2020at 07:01:56. Estimated flow was captured at 2.4 lpm for this event. The pump speed remained above the low speed limit at this time. A specific cause for this brief low flow hazard alarm could not be conclusively determined through this evaluation. A direct correlation between the low flow event and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.